Event description:
The patient's husband reported that the patient experienced an overstimulation sensation, and the stimulation was in the wrong place since the implantation of the stimulator that morning. In 2008, the patient's husband reported that the patient awoke at 2:00 a.m. The previous night with severe pain due to overstimulation. The patient had trouble breathing until the stimulator was turned down. The stimulation was currently okay. He included that when he checked the programming, the patient programmer indicated the voltage was 8.8 volts; it was typically at 3.3 volts. It was further reported that aside from the pain during the afternoon following surgery, the therapy had been very effective for the patient. On the night of the overstimulation at 2 a.m., the pain went away once the amplitude was decreased. The patient's husband was certain that he had not set the amplitude to 8.8 volts. The patient's husband was encouraged to keep a log of amplitude changes that he or his wife made and to record any future spontaneous amplitude setting changes. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.